Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a 'bibag valve 2' error alarm in dialysis mode. There was a residual drip from bicarb pump that had run down to one of the corners on valve 103, when wiped away, there was no corrosion found and none on the contacts either. However, heat damage was found on the bibag hydraulics distribution box, and on ribbon cable to bibag interface board. V103, the bibag interface board, the ribbon cable connecting to the bibag interface board and the bibag hydraulics distribution box were all replaced which resolved the reported issue. No parts are being returned for evaluation. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a 'bibag valve 2' error alarm in dialysis mode. There was a residual drip from bicarb pump that had run down to one of the corners on valve 103, when wiped away, there was no corrosion found and none on the contacts either. However, heat damage was found on the bibag hydraulics distribution box, and on ribbon cable to bibag interface board. V103, the bibag interface board, the ribbon cable connecting to the bibag interface board and the bibag hydraulics distribution box were all replaced which resolved the reported issue. No parts are being returned for evaluation. There was no patient involvement or adverse event reported.